Manufacturer narrative:
The original date of surgery was unk, but report was approx 12 year ago.

Event description:
Surgical intervention due to wear of the liner. During the surgery, the stem was found broken. The doctor decided to replace the stem as well as the insert.